Event description:
This ra lead was implanted on (B)(6) 2014 and was explanted on (B)(6) 2017. A report was received on (B)(6) 2017 stating that this lead was involved with infection. It was reported further that the patient has bacterial blood infection and vegetation was seen on the lead. The physician was dr. (B)(6) at new (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).